Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio iq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when customer csr followed up with the patient. The patient reported that the alleged error 4 message has been ongoing since 2014. The patient manages her diabetes with oral medications, diet and exercise and made no changes to her usual diabetes management routine as a result of the alleged error message. On an unknown date and time after the product issue began, she reported experiencing ¿high sugars and headache¿ the patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips had been stored correctly and within their expiry date. The cca was unable to walk through a retest with the patient as they did not have testing supplies. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.